Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored non-sustained ventricular episodes for review. Technical services (ts) analyzed device episode data and found that there was far-field oversensing of the ventricular signal on the right atrial (ra) lead channel. During one episode, inappropriate anti-tachycardia pacing (atp) was delivered. Ts suggested reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this ID system remains in service.